Event description:
In (B)(6) 2008, I had a procedure, one called essure. This procedure was done by a doctor in a hospital, her name was (B)(6) at (B)(6). After having the procedure done I started having problems like headaches, backaches, problems with intimacy, swelling and abdominal pain. I went to my regular doctor and they took blood tests, ultrasounds, other tests to see what was going on and when I mentioned about my intimacy they told me that I need to see my gynecologist. This had been within a year of having the essure put in. When I noticed that the headaches were not going away and the nausea, the back aches, stomach pains, bloating had not ceased. I went to my gynecologist and she told me I had a yeast infection and prescribed me yeast infection medicine. I asked her if there could be a problem with the essure and she said no but let's look and make sure that nothing was wrong but that test never came and that was in 2010 when I was supposed to have a test done after a year of trying to get in the office and see my original gynecologist for the appointment. To be done was a dye test that I never received to make sure they were in accurately. After having a pregnancy scare and not knowing what was going on and couldn't get in her office to have her check me out. Because I was getting the runaround and my symptoms were increasing to where I could barely walk, I couldn't hold my head up longer than an hour, I was literally in pain 24/7. I was taking ibuprofen pain relievers and sometimes a muscle relaxer if my doctor would give me one. There were many other times that I went into my doctor because my back was hurting so much and my head was hurting so much that they really couldn't find anything wrong with me and they never checked the essure implant. In 2011 I went to a new doctor, the gynecologist which was the end of 2011 and I literally had two to three visits and she noticed that there was some inflammation or something wrong and she needed to actually go in surgically to see what the problem was and that was the end of (B)(6) 2011. This (B)(6) 2012, on the 22nd I was scheduled for surgery. While in surgery dr (B)(6)had found that my fallopian tubes were inflamed and that the coils were the cause of her needing to extract my uterus and cervix. On top of that I had nickel sized cyst on my ovaries and has scarred a little bit so she noticed that there was no saving my uterus from the inflammation of having done the same time which was causing me to bleed internally for four years. After a week went by, after the surgery, I noticed my headaches, my backaches, my stomach pain all around was gone. Not only did I not receive correct care but I also lost a part of me that I'll never get back.